Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, patient revised to due to femoral stem fracture. (Right).

Manufacturer narrative:
Additional information received from litigation on (B)(6) 2017. Added catalog and lot numbers.